Event description:
Customer's grandmother reported via phone call that the insulin pump alarmed motor error four month ago and again last week during basal. Device was not exposed to a magnetic field. Customer does not use the sensor feature. Blood glucose value was 212 mg/dl. No motor position encoder error alarm was received. Customer's grandmother will call back to arrange the replacement.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.